Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced bleeding in upper gastrointestinal tract/other (epistaxis). Less than 4 units of blood product were given to the patient. They were on warfarin and aspirin at the time. This event was considered to be possibly related to the device, due to gastrointestinal bleeding while taking warfarin.

Manufacturer narrative:
Section a: patient identifier, age, weight corrected. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - serial number: corrected. Section d4 - lot number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on (B)(6) with no further related events reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. It was reported that the patient experienced epistaxis. An upper gastrointestinal endoscopy was performed, and the patient received a blood transfusion. It was noted that the patient was on warfarin and aspirin at the time. Lab values showed prothrombin times of 3.5 international units, activated partial thromboplastin time of 54 seconds, and a platelet count of 22.4 ×104/l. This event was considered to be possibly related to the device, due to gastrointestinal bleeding while taking warfarin. Additional information was received that the bleeding resolved and that the plan of care was to monitor the patient's condition. The patient remained ongoing on (B)(6) with no further related events reported, until they underwent heart transplantation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. An is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the bleeding resolved, and plan was to monitor the condition.